Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report a bent pin in battery compartment b and customer wants service to repair it. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The problem was to physical damage to j2 pin 7. The available information is consistent with a malfunction of the battery pca.